Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown head.

Event description:
Information was received based on review of a journal article titled, "is there a benefit to modularity in ¿simpler¿ femoral revisions?" It was reported that an unknown number of hips in the monoblock item group suffered femoral shaft fracture intraoperatively. Attempts to obtain additional information have been made; however, no more is available at this time. Patient outcome is unknown.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001822565-2017-03091.